Manufacturer narrative:
The insulin pump was received motor error alarm during the basic occlusion test due to loose and protruded drive support disk. Analysis was unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify compromised force sensor system alarm due to motor error alarm. The insulin pump was received with normal operating currents and passed unexpected restart error test. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and stained end cap sticker.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 145 mg/dl at the time of incident. The customer stated that the insulin pump was not dropped or bumped prior to the compromised force sensor system alarm. The customer stated that the drive support cap appeared normal. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.